Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. The proximal neck measured 25, 29, 27, 23, 28, 27, 26 mm in diameter along a tortuous 58 mm length. It was reported that, during the procedure, the endurant stent graft was successfully implanted at the location intended. However, there was a small proximal type I endoleak after the device was implanted. The physician stated that the endoleak was minor and would not be an issue. They elected not to intervene and the procedure was completed. Per the physician, the cause of the proximal type I endoleak was due to the patient's anatomy of a tortuous proximal neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.